Manufacturer narrative:
The customer reported that this unit is not reading the ECG. The customer will send in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 attempt # 1: 10/07/2024 emailed the customer via microsoft outlook for device information: the customer replied by stating; the telemetry was connected to asset model name : cns 6801-32 and serial number : (B)(6). Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer date: 05/12/2022. Unique identifier (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that this unit is not reading the ECG. There was no patient injury reported.

Event description:
The customer reported that this unit is not reading the ECG. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this unit is not reading the ECG. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: the returned unit was evaluated and the complaint was duplicated. The cause of the issue was circuit board failure. D10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for device information: the customer replied by stating; the telemetry was connected to asset model name : cns 6801-32 and serial number : (B)(6). Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: pu-681ra, serial #: (B)(6), device manufacturer date: 05/12/2022, unique identifier (B)(4), returned to nihon kohden: no.